Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 1, 2010 the lay user/reporter, the patient's wife, contacted lifescan to report a cocking control issue with the one touch ultrasoft lancing device. The sr. Medical surveillance specialist contacted the reporter to obtain and clarify information; however was unable to reach her by telephone. On october 22, 2010 the smss mailed a letter requesting the patient contact medical surveillance. On approximately (B)(6), 2010, the patient noted an issue with the cocking control mechanism with the reported lancing device. It is not known whether or not the patient was able to obtain blood glucose samples for glucose testing. During this time period, the patient claimed he took his doses of the oral diabetes medication metformin twice per day, varying the dose depending on when he experienced symptoms. Approximately two weeks after the lancing device issue occurred, the patient experienced the symptom of being "clammy". The patient administered self-treatment by consuming more food and/or drink; he did not seek any medical attention. On approximately (B)(6), 2010, the patient's blood glucose level was tested during a physician's office visit; however that result was not provided. It would have been helpful to determine if the patient was able to test his blood glucose levels during this time period, if he had a backup lancing device, if the symptom of clamminess was the patient's usual symptom of hypoglycemia, if he felt better after consuming food, his blood glucose result as tested by the hcp, and his expected blood glucose readings. Troubleshooting revealed this was not a new lancing device and there had been no misuse of the product. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the lancing device issue, and received treatment with food. Therefore this complaint is being reported.